Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized high blood glucose and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose was 505 mg/dl in the hospital. Customer had chest pain, abdominal pain. Customer was treated that with fluid and antibiotics. Customer stated that they had issue with sensor. The insulin pump will not be returned for analysis.